Event description:
This rv lead was implanted on (B)(6) 2009 and was previously capped on (B)(6) 2011. This lead was explanted on (B)(6) 2016 due to infection. The physician was dr. (B)(6) at (B)(6) clinic hospital -(B)(6) campus in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).